Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance during follow up. It was also reported that the impedance has been trending downward. The rv lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: d154atg implantable pacemaker cardio/defib 2006-(B)(6), product: 5072 implantable pacing lead 2000-(B)(6), (B)(4).